Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system, using a vertical incision, during an anterior vaginal wall repair procedure on an unknown date. Sometime in (B)(6) 2013, the patient, who is over 18 years of age, presented with mesh erosion. She reportedly couldn't feel the mesh; however, her physician could feel it extruding through the vaginal wall. The patient was prescribed estrogen cream and is scheduled to undergo a mesh removal procedure in the next couple of months (specifics unknown).

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date. (B)(6).